Manufacturer narrative:
H3: the device has been returned, but analysis has not been completed yet. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) stating that the guidewire that was used was an asahi chikai x 010. The vessel tortuosity was moderate. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
H3: product analysis of 105-5056, lotno:b615032. Damage location details: no damages were found with the marathon catheter hub. The marathon catheter body was found punctured at ~6.0cm from the catheter distal tip and kinked at ~5.5cm and ~1.0cm from the catheter distal tip. No damages were found with the marathon catheter distal tip. Conclusion: based on the device analysis and reported information, the customer¿s ¿catheter puncture¿ report was confirmed as the marathon catheter body was found punctured. Catheter puncture can occur if the catheter becomes kinked or prolapsed during insertion of the guidewire. However, the cause of the catheter puncture could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that a coil embolization was performed in a patient with a dural arteriovenous fistula (davf); when the product was flushed and an attempt was made to pass it through the guidewire, the catheter was perforated. During the procedure, marathon was also used to use liquid embolic substances in other feeders; the same operation was used for preparation, so there were no problems, but this defect occurred. It was reported the catheter perforated (with guidewire/stylet) in the shaft center. There was no resistance when passing the guidewire/stylet. There were no kinks, etc, on the guidewire, coil, or stylet. The device was prepared as indicated in the package insert. The catheter was flushed as indicated in the instructions for use (IFU).